Event description:
According to the customer's medwatch report the bovie cord lying across the pt with other portion in the safety holder. The staff member leaned across to lift the leg of the pt, an arc occurred, burning the staff member through their gown and causing a minor burn on the arm of staff. This is believed to be from the pad cord. Clinical engineering checked ground integrity of power cord, chassis leakage and rem circuit. Power output accurate was within manufacturer specification. Disposable pad and cord available for inspection. The staff member suffered a small second degree burn that has healed well - no permanent damage.

Manufacturer narrative:
The pad was returned with a competitors pencil and electrode. These two samples were not tested and returned to the customer. The pad was inspected and found to be within specifications. The IFU recommends positioning the surgical electrode cables to avoid contact with the pt or other leads.